Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a manufacturing defect. Additional: a batch review has been performed and there have been no exceptions noted during the manufacturing of this device. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation idc-CAPA (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter to report an infusor in which ,during filling, the reservoir was deformed and shortly thereafter ruptured. The device was filled with 5-fluorouracil. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.